Event description:
It is reported that the patient faced adhesive issues on (B)(6) 2026 as tape was not sticking on second day of insertion. The patient had pain and swelling at set site of insertion in the leg.

Manufacturer narrative:
Establishment name: medtronic minimed, street: 18000 devonshire street, city: northridge, state, province or territory: ca california, country: united states of america, post office or zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.